Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous drainage catheter placement using navarre drainage catheter. Post procedure, the drainage catheter was allegedly fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Two photos were provided for review. The first photo shows a partial view of a clinician holding the drainage catheter in which a complete break was noted on the catheter hub. The broken part of the catheter hub was noted to be missing. The second photo shows a side-partial view of the same drainage catheter in which same observation was noted as mentioned in the first photo. Therefore, the investigation is confirmed for reported catheter connector fracture and identified material separation issues for one device. The definitive root cause could not be determined based upon available information. Labelling/packaging review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous drainage catheter placement using navarre drainage catheter. It was reported to the post procedure; the drainage catheter was allegedly fractured. The procedure was completed using another device. There was no reported patient injury.